Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the surgeon experienced a pink hue on the left image viewed through the surgeon's console. An isi technical support engineer (tse) was called to assist the surgical staff in resolving the issue and the isi tse determined that the image discoloration was due to a faulty camera cable, however, the site did not have a backup camera cable available for replacement. The pt was under anesthesia and the port incisions have been made when the surgical staff made the decision to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the case notes, the investigation conducted by the isi tse discovered that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by providing the site with two new camera cables. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of 2008, there have been no reported recurrences of the issue at this hospital.